Event description:
It was reported that "dr. (B)(6) was attempting to bend the new midline occiput plate. I didn't recommend he bend it, but he felt he needed to. When attempting to bend the plate broke. He was bending the plate exactly how the surgical technique indicated. He then used a smaller plate and did not bend it."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.